Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. There was a scratch at the broken point. Also, since there was a stain such as blood on the probe, it was confirmed that the subject device was used to some extent. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe tip presumably was scratched because, the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and eventually, the probe broke due to the physical load. Based upon the finding of the evaluation, this report appears to be related to user handling. The above handling has already been restricted on the instruction manual of the subject device.

Event description:
Olympus medical systems corp (omsc) was informed that during uncertain surgery, the physician found that the probe of the subject device broke before cutting and coagulating tissue. There was no report of injury regarding this event.